Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the reportable malfunction is likely due to a defective connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation was not able to confirm the customer¿s reported issue. However, the evaluation found the following reportable malfunction: gas leak from the (k) connector. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The customer reported that during pre-use inspection, ¿the meter does not decrease even if you vent the gas¿ on the high flow insufflation unit. The scheduled therapeutic gynecological surgery was completed without delay. No death or injury and no impact to patient or other has been reported.